Event description:
We received an allegation of questionable inr results for 2 patients tested with coaguchek xs pt meter serial number (B)(4) compared to unknown lab method. Patient 1: on (B)(6) 2022 the patient had an initial meter result of 5.3 inr at 8:53 a.m. While the lab result was 3.6 inr at 10:05 a.m. The patient's warfarin dose was initially held for 2 days. Then the patient had been contacted to hold her warfarin dose for only 1 day based on the lab result. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is bi-weekly. Patient 2: on (B)(6) 2022 the patient had an initial meter result of 5.9 inr at 9:01 a.m. While the lab result was 3.8 inr at 10:19 a.m. The patient's warfarin dose was initially held for 2 days. Then the patient had been contacted to hold her warfarin dose for only 1 day based on the lab result. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is every 1-2 weeks.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. During the review of the meter memory results, the questionable results were observed with a date of (B)(6) 2022 instead of (B)(6) 2022 as the customer alleged. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.